Event description:
It was reported that they were trying to initiate therapy and the arctic sun device alerting low flow and patient line open. Nurse stated that the device did not get a flow rate and would not prime. 4 pads connected. Mis had nurse to stop therapy, disconnect pads and reconnect holding nowhere near clear connectors. Nurse verified audible clicks with each connection. Made sure all lines were straight with no bends or kinks. Nurse restarted therapy and flow rate stabilized. The system diagnostics showed outlet monitor temperature (t1) was 69.6f, outlet control temperature (t2) was 69.8f, inlet temperature (t3) was 75.4f, chiller temperature (t4) was 48.6f, water flow rate was 2.9 l/m, inlet pressure was -7.3 psi, circulation pump command was 86 percentage, mixing pump command was 0, heater showed 100 percentage, water reservoir level showed 4, system hours were 8666.8 and pump hours were 7921.9. Mis explained that the circulation pump was a bit high. Range typically was between 50-80 percentage. The device looks good for now, but if flow rate drops or alert returns suggest swapping out device and sending to biomed for evaluation. Per wo update on 03apr2023, biomed was running a functional check of the device. It was not cooling nor was it generating pressure for flow. Biomed discussed this was indicative of a failed mixing pump and a failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that they were trying to initiate therapy and the arctic sun device alerting low flow and patient line open. Nurse stated that the device did not get a flow rate and would not prime. 4 pads connected. Mis had nurse to stop therapy, disconnect pads and reconnect holding nowhere near clear connectors. Nurse verified audible clicks with each connection. Made sure all lines were straight with no bends or kinks. Nurse restarted therapy and flow rate stabilized. The system diagnostics showed outlet monitor temperature (t1) was 69.6f, outlet control temperature (t2) was 69.8f, inlet temperature (t3) was 75.4f, chiller temperature (t4) was 48.6f, water flow rate was 2.9 l/m, inlet pressure was -7.3 psi, circulation pump command was 86 percentage, mixing pump command was 0, heater showed 100 percentage, water reservoir level showed 4, system hours were 8666.8 and pump hours were 7921.9. Mis explained that the circulation pump was a bit high. Range typically was between 50-80 percentage. The device looks good for now, but if flow rate drops or alert returns suggest swapping out device and sending to biomed for evaluation. Per wo update on 03apr2023, biomed was running a functional check of the device. It was not cooling nor was it generating pressure for flow. Biomed discussed this was indicative of a failed mixing pump and a failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.